Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Customer returned a vial of test strip without the seal, unable to investigate. Scrap returned product. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Complaint was forwarded to packaging and internal evaluation completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for missing safety seal. The customer called concerned as he had purchased a box of strips 100 count and when he opened the sealed box one vial had the safety seal and the other vial did not. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The test strip lot manufacturer¿s expiration date is 02/19/2027; product storage and open vial date were not provided.